Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the cartridge compartment was cracked. It was reported that the cap was undamaged, and there was no evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/27/2014. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The cartridge compartment was found to have cracked from the opening to the grip pad. The battery compartment was found to have cracked from the base seal to the grip pad. There was no evidence of moisture ingress inside either compartment. The reported casing issue was confirmed by the investigation. The pump powered up with auditory and vibratory features. The display and all the buttons functioned properly.